Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an electrical safety test failure occurred. There was no patient involvement at the time the issue occurred. There was no report of patient or user harm. A philips authorized service provider (asp) went onsite and replaced the power cable to resolve the reported issue. The philips asp performed the required performance verification tests per philips standards. The unit passed testing and was returned to service.